Manufacturer narrative:
One device was returned for repair. Repair of event log found primary audible alarm post, check clutch/plunger lever. No repair history found within 12-month review period. Complaint confirmed by powering up the pump and checking the pump alarm history. Device is repaired by replacing the interconnect printed circuit board (pcb) because c9 was bad. Found a check clutch/plunger lever code and replaced the left and right clutch and clutch spring to fix the issue. Also, replaced the plunger right case and the bottom case because they were cracked. The main cause of customer¿s complaint was that the pump has a bad interconnect pcb and the clutch parts. After replacing the parts, the pump passed all the testing and is fully operational.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump emitted a primary audible alarm error. The frequency of the issue was unknown. There was no patient involvement.